Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the battery tube is damaged. The insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o ring, pillowing keypad overlay, faded serial number and cracked case near the battery tube. Verified the battery tube was damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.